Manufacturer narrative:
The field service engineer (fse) found a damaged tube on the rinse station and replaced all the rinse station tubing. Since the service visit, the customer has not complained of any further issues. The investigation determined the event was due to a maintenance issue. The service actions resolved the issue.

Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. Patient 1 initial result was 220 umol/l. The repeat result was 58 umol/l. Patient 2 initial result was 462 umol/l. The repeat result was 68 umol/l. No questionable results were reported outside of the laboratory.